Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced bleeding, resulting in a hemoglobin level of 5. Despite the administration of several units of blood products, the patient was unable to achieve a hemoglobin level higher than 6. Care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.